Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue occurred during a diagnosis procedure which was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm cannot be moved. Review of the system log files showed motor assembly error. Upon functional analysis fse found that the drive wheel of the motor was in poor contact with the rail. Fse adjusted the motor position and did current calibration. After that system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm cannot be moved. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.